Event description:
It was reported that during a routine follow up, interrogation of the pulse generator revealed noise on the atrial channel. The noise was reproducible with evocative testing. All electrical parameters were good. No intervention was performed. The patient was in good condition during and after the event.

Manufacturer narrative:
(B)(4).